Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained ventricular oversensing due to t-wave oversensing was observed. Review of the episodes confirmed post-paced t-wave oversensing. Programming changes were made.